Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, during inspection device were noted to have weld broken at the handle. The complaint device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g3 awareness date for initial report was confirmed to be (B)(6) 2021 and not (B)(6) 2021 the device was returned to the manufacturer and evaluated at tek park for proximal weld separation. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. An investigation of the device manufacturing records was performed for the lot # of the device in question. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The visual inspection at tek park noted proximal solder joint separation of the thumb loop and rotator block. All solder material remained adhered to the thumb loop. Evidence of shrink tube repair on instrument shaft despite no record fo instrument repair. Functional testing showed the handle function was rough with rotational failure. Due to the proximal solder joint failure, the instrument did not function smoothly, and the handle actuation was not smooth. Additionally, the rotation of the instrument was rough. No further tests were performed beyond the test to confirm the complaint failure. Based on prior evaluations of complaint devices reported with a failure mode of proximal weld separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.